Event description:
Surveillance study. It was reported that following a percutaneous coronary intervention (pci) stenting treatment procedure the patient presented with stable angina and in stent restenosis. The index procedure treated the de novo, type b1, 42.5% stenosed 1.96x11.5mm target lesion located in the moderately tortuous mid right coronary artery (rca). Treatment placed a 2.75x20mm taxus express2 stent deployed at 10 atm's. Post dilation was performed with an unspecified 2.75x12mm balloon inflated to 17 atm's. Ivus was performed confirming the stent was well apposed resulting in 16.1% residual stenosis and timi 3 flow. A 7000u of heparin was administered. The patient was discharged 2 days later on bayaspirin, and panaldine. No angina was confirmed at the 1 month follow up visit. On day 205 stable angina was confirmed. On day 210 angiography confirmed in stent restenosis. A 3000u of heparin was administered. On day 219 reintervention utilizing 9000u of heparin treated the 54.7% restenosed 1.98x15.5mm lesion located in the distal rca with angioplasty resulting in 22.2% residual stenosis and timi 3 flow. The patient was discharged two days later in improved condition. No angina was confirmed at the 9 month and 1 year follow up visits. Per the physician, the event was listed as possibly related to the study device.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.